Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level displayed as "high". Although specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump as well as a correction injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.